Event description:
It was reported that during a free flap procedure, the device was ligating rather than clipping. It was cutting the vessel. It is assumed that a new device was used to complete the procedure. No patient impact was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.